Manufacturer narrative:
The root cause of catheter fracture leaving the pump inside the patient was unable to be determined due to the fractured portion of the pump not being returned for review. The reported guidewire fracture may have caused the pump and guidewire to become "locked" together and get stuck at the introducer during pump removal. To remove the pump from the patient, excessive force was applied, causing the catheter to fracture, and the pump housing to be left in the patient. Corrected data: was changed from 02-08-2018 to 02-08-2019.

Manufacturer narrative:
The impella cp was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) year old caucasian male had impella cp pump inserted. While doctor was advancing the impella in aorta the device and wire became locked together and he was unable to advance or remove the impella over the wire. Impella pulled back and buckled in aorta. Doctor attempted to pull back and device broke off above the motor housing inside the patient. Vascular surgeon attempted to snare but patient coded and expired despite everyone's best efforts.